Manufacturer narrative:
This regulatory report is part of an unplanned outage in the FDA gateway that occurred on (B)(6) 2023. The current regulatory report is submitted with the latest information available at the time of submission. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with reoccurring failed battery test. Unable to perform the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Several failed battery test alerts were found on (B)(6) 2023 from 20:03:03.00 to 20:31:07.00 due to blank. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. Swapping out test boards confirms blank display is isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay. Failed battery test was confirmed during testing, problem isolated to pcba 2. Exposed to moisture confirmed on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a battery failed alarm. Troubleshooting was performed and found that the battery cap contacts were not corroded. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.